Event description:
During a remote follow up, oversensing and under-sensing were noted on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.